Manufacturer narrative:
Unit had intermittent buttons response due to flattened (creased) act and down buttons dome switch. Unit had cracked lcd window. (B)(4).

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 123 mg/dl at the time of the incident. Customer states that the insulin pump was accidentally dropped and the crack was visible on the screen. Customer also states that the buttons of the insulin pump were hard to press. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.